Event description:
Pt's friend reported a lap-band event in which the band portion of the system was removed without replacement for reasons that are not known. The pt also experienced an appendicitis sometime after implantation. It is not known if the appendicitis is considered to be related to the lap-band system. After removal of the band portion, "the tube went through her liver, spleen, stomach and I don't know what else." It is not known how the problem was first noticed. The band portion of the lap-band system was removed without replacement, it is not known if the port and tubing have subsequently been removed. The reported events have not been confirmed by a healthcare professional.

Manufacturer narrative:
Taper unk. The product associated with this report has not been returned for analysis at this time. The connector type cannot be identified nor an assumption be made as to the type of connector associated with this complaint because no serial number or implant date was given. Visual examination may determine the connector type associated with this report. Allergan has not received the product at this time. Therefore, no analysis or testing has been done. The reported events are surgical and physiological complications, and an analysis of the device generally does not assist allergan in determining a probable cause for this event. No add'l info is available to allergan regarding the serial number since no contact info for the pt or healthcare professional was made available. Device labeling addresses the potential of adverse events as follows: "it is important to discuss all possible complications and adverse events with your pt. Complications which may result from the use of this product include the risks associated with the medications and methods utilized in the surgical procedure, the risks associated with any surgical procedure and the pts' degree of intolerance to any foreign object implanted in the body. It is the responsibility of the surgeon to advise the pt of the known risks and complications associated with the surgical procedure and implant."